Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement suretrak medium clamp shipped to site 04/21/2016. Medtronic investigation finds the returned suspect suretrak medium clamp to be in good condition with the exception of the adjustment screw head. The hex head of the adjustment screw has been rounded-out causing difficulty setting the clamp. There are tool marks around the outside of the screw head, as well. The adjustment screw threads remain undamaged and functional. Damaged hardware - physical damage failure hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No further issues have been reported.

Event description:
A site representative, purchasing, reported a suretrak medium clamp with a stripped screw. No further details regarding the damage, or how it occurred, were provided. The damaged was identified while in the site's sterile processing. Requested replacement device. There was no patient present when this issue was identified.